Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that the distal tip of the device was detached and the balloon was not returned. It was also noted that a small section of the catheter proximal to the end of the balloon was damaged. Functional analysis could not be performed due to the condition of the device. The device failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, when attempting to sweep a stone from the intrahepatic duct into the common bile duct, the tip of the balloon catheter detached from the device; the tip was not retrieved and was left to pass naturally. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.